Manufacturer narrative:
Samples received: none. Analysis and results: the batch number informed does not exist. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Without the batch number the review of the batch manufacturing record cannot be completed. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: australia. It is reported that the needle is detached from the suture.